Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia after a high-carbohydrate meal and entered a higher-than-usual meal announcement while using the ilet bionic pancreas; blood glucose rose to 305 mg/dl and remained above range for a couple of hours before trending down without evidence of infusion set or pump leakage, and no back-up therapy, ketone testing, or medical intervention was used. Symptoms included dry mouth. Outcomes included transient hyperglycemia without hospitalization or additional assistance. Investigation included customer care troubleshooting and education with guidance to monitor glucose and consider tubing change with caregiver support. Investigation of this case revealed no confirmed device or component malfunction; the event was consistent with hyperglycemia of unclear cause. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.